Event description:
It was reported that the lead had dislodged. Intermittent loss of capture and high pacing thresholds were observed. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly was found.